Manufacturer narrative:
Siemens has completed an investigation of the event. During an emergency procedure, no stand movement was possible. Siemens was not contacted to troubleshoot nor resolve the issue. According to available information, the customer replaced the motor controller module (mcm) of the stand and the issue was resolved. The replaced part was not sent back for further investigation. Therefore, it is assumed that the issue was caused by a defective mcm. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the device cleared in the united states with k181407. The investigation of the reported event is on-going. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling system. A patient with acute myocardial infarction was admitted to a medical facility. During an emergency interventional procedure, the c-arm stand movements were blocked and the patient had to be moved. The procedure was successfully completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.